Event description:
Reportable upon returned device analysis completed 15 dec 2021. It was reported that failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve replacement (tavr) procedure. The patient's brachiocephalic artery was severely calcified with an acute bend that was nearly horizonal to the aorta. During preparation, it was reported that the sentinel cps components could be easily retracted and flushed. Following preparation, the sentinel cps was then advanced into the patient. The proximal filter of the sentinel cps was positioned. The physician attempted to deploy the proximal filter with the proximal filter slider however the proximal filter slider was not able to be pulled back and the proximal filter of the sentinel cps was unable to be deployed. The sentinel cps was successfully removed from the patient. The physician attempted to deploy the proximal filter of the outside the patient and was still unable to deploy the proximal filter. The tavr procedure was completed without cerebral protection. However, the returned device analysis revealed that the proximal filter of the sentinel cps was torn.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. Visual analysis revealed the proximal filter returned sheathed, articulating distal sheath (ads) relaxed, and the distal filter unsheathed. X ray inspection identified distance between the braids and the line marker. A functional test was performed and found that before flushing the sentinel cps device, the proximal filter was unable to be unsheathed using the proximal filter slider. After flushing, the proximal filter was able to be unsheathed using the proximal filter slider. Upon unsheathing the proximal filter, a microscope inspection identified the proximal filter was torn. A dissection test was performed and wear was found on the forcing braid of the internal component of the outer sheath and a partially detached protruding braid was also found.